Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer once woke up to a blank screen display and feeling sick. Customer was afraid to continue to use insulin pump. Troubleshooting could not be performed due to insulin pump being with customer at work. Customer would call back in order to troubleshoot insulin pump.